Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed. Review of the event history log revealed error code 46440. Functional tests were performed using the occlusion tester and the customer problem was duplicated as the device showed error code 46440. The root cause of the problem was a defective downstream occlusion (dso) sensor. The dso sensor will be replaced to solve the issue.

Event description:
It was reported that there was an error 46440 after software's update 1.6. There was unknown patient involvement.